Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred after 3 hours of insertion and the insertion site was at real love handle area. The set was in use for 12 to 24 hours. The blood glucose level at the time of event was high (specific value unknown) and the patient resolved it with correction bolus via pump, stayed active, drank fluid followed by replacing infusion sets and resumed insulin successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.